Event description:
Customer called on (B)(4) 2012, reporting that the coulter act diff 2 analyzer gave a low complete blood count (cbc) results of white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), hematocrit (hct) and platelet (plt) without instrument generated flags for 6 patients on three different days. Customer stated that the erroneous results were reported out of the lab. Customer proceeded to rerun patient samples and the higher cbc results were determined to be correct. Please see attachment for the patient sample results run in closed vial whole blood (cvwb) mode on three different days. This report is for the three erroneous patient results generated on (B)(6) 2012. Please see medwatch #1061932-2012-00368 and 1061932-2012-00369 for the report on the other 3 patients. Customer reported of generating erroneous results for 3 patient samples on (B)(6) 2012. Customer proceeded to rerun samples on the same instrument and for patient 1 and patient 2, the samples were repeated two more times (total of 3 times for each patient) to determine the best reproduced data for the patients. Customer determined that the higher cbc results to be correct and amended reports for the three patients were reported out of the lab. There was no change to patient treatment attributed to this event and therefore no injury or death was also reported. Please see attachment for the three patient test results. Field service engineer (fse) was dispatched and replaced the mixing bubble check valves, the probe wipe assembly and the probe. Based on the information provided, root cause cannot be determined although the issue has not reoccurred since the instrument was serviced.